Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call pump error 65 on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the pump error 65 was performed. Customer advised they received pump error 65 during normal use and the self-test failed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms noted during testing. The pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. No unexpected sensor signal not found alarms or additional sensor related errors or alarms occurred during testing. (B)(4).